Manufacturer narrative:
Visual inspection of the returned device revealed a kink in the sheath assembly. Microscopic inspection revealed the distal housing of the transducer was shattered and the imaging window partially detached near the lapjoint section. During impedance testing it was observed that the catheter flushed normally when the imaging core was fully retracted and fully advanced. Impedance testing showed a good unit wave form. Image testing was not performed due to the encountered detachment. The complaint device was sent for x-ray analysis and the distal housing was observed dented.

Event description:
Reportable based on device analysis completed on 30mar2021. It was reported that visualization issues occurred. After an opticross ic catheter was introduced, no image appeared. The device was removed and the procedure completed with a different device. No patient complications were reported and the patient status was stable. However, returned device analysis revealed a partial detachment of the imaging window.